Manufacturer narrative:
The initial MDR 2517506-2017-00823 was filed on 16-nov-2017. Additional information (19-dec-2017): a siemens headquarter support center (hsc) specialist reviewed the event information. The hsc specialist determined that the readvf (optical read generated during the loci read process which qualitatively indicates the amount of sensibead in the reaction vessel) result monitor was stable across all replicates, which suggests consistent reagent delivery and mix. The hsc specialist concluded that sample integrity or a pre-analytical factor could be the potential cause of the event and recommended the customer to follow proper sample handling procedures. The cause of discordant falsely elevated beta human chorionic gonadotropin (bhcg) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant falsely high human chorionic gonadotropin (hcg) result. Quality control (qc) results were within range. The customer ran other samples on the day of event and no other discordant results were obtained. Siemens is investing the issue.

Event description:
A discordant, falsely high human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same and on alternate instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high hcg result.